Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a low of 40 mg/dl and treated with glucose tablets. After this, the blood glucose went high. The customer received a bad sensor alert when she was bolusing to treat. The blood glucose reading went up to 202 mg/dl. The sensor was replaced.